Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high". A specific value was not provided. The customer took a walk to address the elevated blood glucose. The customer continued to use the same pump supplies and resumed insulin.